Event description:
It was reported within a week post implant that there was a possible perforation from the right ventricular (rv) lead. The rv lead impedance was greater than 4000 ohms after repositioning. It was also reported the rv lead had a possible fracture. After the rv lead was removed the patient had a pressure drop. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the distal conductor (not obstructed), the helix was distorted/bent, there was blood in/on the helix mechanism and there was apparent explant damage. The analyst commented that the blood in the distal conductor likely entered through the is-1 pin as no insulation breach was observed.